Event description:
It was reported that the foley catheter found dislodged completely with a broken balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The reported event was confirmed cause unknown. 1 sample were confirmed to exhibit the reported failure. The product was used for patient treatment. The product caused the reported failure. A potential root cause for this failure mode could be ¿burr on jaws¿. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labelling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the foley catheter found dislodged completely with a broken balloon. Per email response received on 16jun2022, the broken balloon was inspected and it appeared as though all the parts of the balloon were present on the catheter, but one of the seams that attaches the balloon to the catheter was completely pulled away from the catheter. No procedures for identification or removal were done, and no injuries were noted.